Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2012, the patient presented with angina and abnormal results of a positron emission tomography(pet) scan indicated apical and lateral ischemia. The patient was diagnosed with stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) with 75% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The lesion #1 was treated with direct placement of a 2.5x12.00mm promus element¿ plus drug-eluting study stent with 0% residual stenosis. The target lesion #2 was a de novo lesion located in the distal left circumflex (lcx) with 80% stenosis and was 10mm long with a reference vessel diameter of 2.25mm. The lesion #2 was treated with direct placement of a 2.25x12.00mm promus element¿ plus study stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented to emergency department due to 4 days history of worsening in exertional chest pain. The next day, the patient was hospitalized. Subsequently, coronary angiography was performed and revealed 75% in-stent restenosis (isr) of unknown stent located in distal portion of long stented proximal to mid portion of lcx. The 75% isr was treated with balloon angioplasty with no significant residual stenosis. The following day, the event was considered resolved and the subject was discharged on aspirin and effient.